Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels due to basal rates being set incorrectly and needing settings adjustments. Bg levels were 47 mg/dl and 43 mg/dl and both events required the intervention of customer's girlfriend to address, who assisted customer in consuming carbohydrates. The second low bg event also caused customer to fall and hit their head. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.